Event description:
Reporter alleged blood glucose measured 288 mg/dl on the customer's meter compared to the doctor's measurement of 118 mg/dl within less than 5 minutes apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.